Event description:
It was reported that the patient presented for a pacemaker upgrade procedure. During the procedure, the right ventricular (rv) lead was found to be difficult to remove using conventional stylets. The rv lead was successfully removed with a lead locking stylet and replaced with a high voltage rv lead. No patient consequences were reported.